Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. After a stent was placed, a 5.50mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, upon inflation at 8 atmospheres, the balloon ruptured. No patient complications were reported.